Event description:
It was reported the epg (external pulse generator) does not atrial sense. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis could not confirmed the customer comment. Analysis did find that the lower case and ring cover were contaminated and two side bail covers were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.